Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported during a left foot "fusion based second metatarsal and intermediate cuneiform with t plate and re approximation first/second metatarsal liz franc separation, the surgeon inserted the 4.3 qwix screw into normal bone (it was not hard or dense) and the screw split lengthwise. When the surgeon tried to remove the screw, it broke into 3 pieces. The surgeon used a screw removal set to remove the screw and screw head. The screw was discarded. The surgery was completed with a 5.5 qwix screw." The surgery was delayed 1 hr. There was no adverse consequences to the pt, reported.